Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to hypoglycemia. The customer had called in (B)(6) 2011 to report that the insulin pump was alarming and shooting out insulin during the manual prime. The customer was told to discontinue using the insulin pump, but he continued using it. Advised the customer once again not to use the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No compromised force sensor system error alarms were noted. The pump passed the delivery volume accuracy test.